Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event. The current instruction for use ifu0101-00 rev. E, aquabeam robotic system IFU, us, english was reviewed and states the following: 8.30 sterile: treatment. A. To begin the aquablation treatment, step on the foot pedal and gently support the beige braided tubing extending from the back of the aquabeam handpiece. Caution (for system models other than ab2000c): failure to support the beige braided tubing may result in a system fault or insufficient cutting efficacy. A. During the aquablation treatment, use [-] indicator on the motorpack to decrease power/resection depth (if needed) and use [+] to increase back to planned power. A review of the device history record (DHR) for the aquabeam handpiece was unable to be performed as the lot number of the aquabeam handpiece is unknown. Additional information received from the sales representative indicated that the failure was caused by an inexperienced physician. Therefore, the root cause of the reported issue is traced to the user. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation therapy, the aquabeam handpiece high-velocity waterjet resected the prostatic tissue abnormally deeper than the originally planned resection angles by the treating surgeon. The procedure was able to be completed successfully and there were no adverse health consequences to the patient due to this event. The same event was observed with three (3) patients on the same day (refer to MFR. # 3012977056-2023-00185 and MFR. # 3012977056-2023-00188).